Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after opening the box and removing the 3.5 x 12 mm nc trek balloon catheter from the coil, the device was noted to be separated in two pieces. The device was not used. Another 3.5 x 12 mm nc trek balloon catheter was used to complete the procedure successfully. There was no clinically significant delay in the procedure. No additional information was provided.